Event description:
It was reported by service report that the pt head left side rail timing link assembly is bent. The side rail cannot lock in the up position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Timing link assembly. Customer to complete repair.